Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
When the unit was tested, the volume to be delivered was set to 10ml. The rate was set to 100ml/hr. The actual volume delivered was in excess of tolerance, 11.5ml+. The feed was completed in 6 minutes.

Event description:
The customer states that the enteral feeding pump's output was too high.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of output too high. The unit was triaged and the reported issue could not be confirmed at this time; unit passed all tests. Unit has been cleaned, tested, and recertified per procedure. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.